Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000479 h3: a medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. Analysis was completed on the returned handswitch and no faults or failures were found. It was installed into a test system and the system booted and readied. 2d, 3d and store buttons functioned as expected. H6: b01, c19 and d14 apply to the handswitch analysis. D15 applies to the system checkout. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system. It was reported that fluoroscopy could not be performed. It similar event occurred even though pressing the handswitch again several times. The site was able to get 3d imaging can be performed, and the imaging was performed. The operation continued. There was no impact on patient outcome.